Manufacturer narrative:
Batch review performed on 14-jun-2022: lot 175247: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 weeks after the primary surgery, the patient came in reporting pain and the cause is unknown. The surgeon performed a medial retinaculum repair and revised the poly. The surgery was completed successfully.